Event description:
A below knee amputation wound was being cleaned by nurse. A sterile cotton tipped applicator was inserted into the wound tract, when it was withdrawn, the cotton tip was not on the applicator, but remained inside the wound tract. Wound was probed by a physician on the same day, unable to locate cotton tip. The original cotton tipped applicator used is not available. However, rptr has several packages of applicators of the same lot # from which the defective applicator was in.